Manufacturer narrative:
The manufacturer reported information alleging a rp-pca,rohs,everflo w lcd,int, ox device was overheating. There was no harm or injury reported neither any indication of medical intervention nor hospitalization. Based on the information available at this time of investigation, it has been determined that there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. There was no patient harm or injury associated with this device and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.

Event description:
The manufacturer received information alleging a rp-pca,rohs,everflo w lcd,int, ox device is overheating. There was no harm or injury reported neither any indication of medical intervention nor hospitalization. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.